Event description:
It was reported that during an orthopaedic procedure, metal shavings were visible around the attachment area of the handpiece. None of the shavings got into the surgical site. A backup unit was available to complete the procedure. There were no allegations of adverse consequences associated with this event.